Manufacturer narrative:
Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The tricentrix holder system, assembled with the 7300tfx valve during the manufacturing process, is designed to minimize suture or chordae entrapment, ease insertion and increase leaflet visibility. The IFU adequately provides instruction on what the tricentrix holder system is, what handle should be used with the holder when implanting this valve, how to deploy the tricentrix holder system and what to assess to confirm proper deployment, how to implant the mitral valve with the tricentrix holder in place, how/when to remove the holder including instructions if the surgeon needs to remove the holder while tying the annular sutures because the holder obstructs the surgeon¿s view, and what to look for to assess for suture loop or chordae entrapment. Based on the available information the root cause of the event cannot be conclusively determined. However, the surgeon did state that the complications in this case were all surgical and had nothing to do with choice of prosthesis or prosthetic valve dysfunction. The device was not available for return at this time. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards review an article "third time mitral valve replacement-lessons learned." In j card surg. 2017 sep;32(9):571-573. Abstract we report the management of three iatrogenic injuries involving the aortic valve, left circumflex artery, and left ventricular outflow tract, that occurred during a re-operative mitral valve replacement. Within this article it was reported that a 31mm mitral valve was explanted after an approximate implant duration of 2 months due to mild mitral regurgitation and "the mitral bioprosthesis was malrotated with one of the struts in the middle of the lvot". It was also found that "a proximal aortotomy showed a large perforation at the bottom of the left cusp, which was entrapped by a mitral valve suture." A non-ew valve was implanted in replacement. Patient was eventually discharged to a long-term facility after slow recovery and complicated post-op course. As reported, post-op patient failed weaning from the ventilator for 2 months due to recurrent pulmonary edema and required a tracheostomy. She also developed renal failure requiring hemodialysis. Repeated echo demonstrated new moderate aortic insufficiency (ai). Patient also developed a-fib, pseudomonas pneumonia, clostridium difficile colitis, thrombocytopenia, and gastrointestinal bleeding. Ejection fraction of 43%, severe hypokinesia of the inferior and posterior walls, mild mitral regurgitation, mild to moderate tricuspid regurgitation, 80% narrowing of the lcx artery in the proximity of the mitral annulus were also noted. Through follow up with the author, it was reported that complications in this case were all surgical and has nothing to with choice of prosthesis or prosthetic valve dysfunction. There was nothing wrong with the explanted prosthesis which however was infected and was sent to pathology and microbiology. The patient was reported to be doing fine at home after the difficult recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.